Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: vicodin, nuvaring and ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("menorrhagia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with uterine fibroids morcellation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma and heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via medical record :heavy menstrual bleeding, pelvic pain and uterine leiomyoma quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: vicodin, nuvaring and ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("menorrhagia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with uterine fibroids morcellation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma and heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via medical record :heavy menstrual bleeding, pelvic pain and uterine leiomyoma quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.